Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation issue during use on patient issue occurred. A temperature slope too high error displayed on the ngen system. The ablation cable was reseated without resolution. The grounding pad was replaced without resolution. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. After the new catheter was connected, the physician commented that the irrigation flow was more robust. The procedure continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The temperature issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The irrigation issue during use on the patient was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. A temperature slope too high error displayed on the ngen system. The ablation cable was reseated without resolution. The grounding pad was replaced without resolution. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. After the new catheter was connected, the physician commented that the irrigation flow was more robust. The procedure continued. The device evaluation was completed on 27-may-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Temperature, impedance, and pressure gage tests were performed and the device was found working correctly. No temperature, no impedance issues, or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature issue and irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on may 20, 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).